Manufacturer narrative:
The device was received with normal operating currents and no unexpected off, no power, bad battery, low battery, battery out limit, failed battery tests alarms during testing. The device passed the rewind test, basic occlusion test and displacement test. The device was unable to prime at 2.5 lbs. During prime test, due to faulty force sensor resistor. There was no motor error alarm or no reservoir alarm during testing noted. The excessive no delivery alarms were unable to be done due to prime anomaly. The motor passed the motor test. The device had minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of multiple motor errors with their insulin pump. The customer's blood glucose level at the time of incident was 180 mg/dl. The customer was assisted with troubleshoot. The device's alarm history showed the presence of three motor error alarms. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being returned for analysis and replaced.